Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4) prompted an error message, which read as "700", upon powering up. The error message reported by the customer ("700") is not a known error message for the autopulse platform. Zoll believes that the customer may have meant that the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer did not provide further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information. The reported complaint that "the autopulse platform (sn 36754) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell module 2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. A load cell characterization test revealed that load cell module 2 was over-reporting. The failed load cell module 2 was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6)

Event description:
Initially, the customer reported that the autopulse platform (sn (B)(6)) prompted an error message, which read as "700", upon powering up. The error message ("700") is not an error message for the autopulse platform. Zoll believed that the customer may have meant that the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). Upon follow-up, the customer confirmed that the reported error message was ua07 advisory message, which happened multiple times during shift checks and patient care on the same day. The customer stated that the autopulse platform did not provide compressions due to the ua07. Instead, the crew had to resort to manual CPR. No consequences or impacts on the patient.